Event description:
It was reported the bd connecta¿ packages were unevelny cut. The following was received by the initial reporter: verbatim: the customer reported that the opening (slit) of the individual packages is unevenly cut. Some with normal slits and some with slits that open and widen were in the same carton.

Manufacturer narrative:
H.6. Investigation summary: it was reported the individual packages are unevenly cut. To aid in the investigation, two samples and six photos were provided for evaluation by our quality team. A visual inspection was performed, and the defect reported was not found in the samples or the photos. The cut on the packaging is correct. A device history record review was completed for provided material number 394900, lot 2285640. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were evaluated, and no problems were found. As an action for this type of defect, a task was added to the preventative maintenance of the machine. At the beginning of each shift, cleaning of the cutting die will be performed. Based on the investigation, bd was not able to confirm the failure mode reported. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd connecta¿ packages were unevelny cut. The following was received by the initial reporter: verbatim: the customer reported that the opening (slit) of the individual packages is unevenly cut. Some with normal slits and some with slits that open and widen were in the same carton.